Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2026. During the procedure, the axios stent second flange did not open. Another of the same device was used to complete the procedure. There were no patient complications as a result of this event and the patient condition after the procedure was reported to be good.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed.